Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 1086 mg/dl. The customer changed the pump supplies and delivered boluses via the pump. A pump system check was performed and the insulin was observed to be gel-like at the cartridge tubing. The customer was to obtain a new vial of insulin. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin, fluids and medication for pain. The high bg and dka were resolved. Although requested, the customer's discharge date was not provided.